Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reported blood glucose (bg) was high, but confirmed they had not tested with a bg meter. The customer stated they would correct the high and declined to answer further questions. Reportedly, the pump resumed normal operation after an obstruction was removed and customer continued to use the pump for insulin therapy.